Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported during follow up, the diameter of the aneurysm had increased and a type iiib endoleak was suspected. On an unknown date intervention was performed. The physician opted to perform a partial explant of the endurant stent graft and implant a blood vessel prosthesis. Per the physician the cause of the aneurysm enlargement is the suspected type iiib endoleak and therefore undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Additional information received: although it could not be confirmed that there was a clear hole, the suspicion was strong. At the time of explanation, when the aneurysm was released, bleeding from the pinholes in front of the right leg was observed and it was judged to be type iiib endoleak. The specific position was not marked and was unknown. Product analysis: the stent graft was returned with the bifurcate transected in multiple locations at the body stents, and both ipsi and contra limbs. Partial stent graft rings were returned. The complete graft system was not returned. No angulation observed on the stent graft. The bifurcate body was transected at unknown locations, with only two partial stent rings returned. The contra limb was transected at r7, contra section was returned. Ipsi has been transected in multiple locations and various stent rings were returned. There were no fabric holes or tears observed post cleaning of the graft pieces. The origin of the type iiib endoleak reported could not be confirmed through explant analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.